Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 4.00 x 38 synergy drug-eluting stent was advanced for treatment. However, while advancing the stent through the introducer, resistance was encountered and the device was removed. Upon removal, it was observed that the shaft was fractured at about the midpoint. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter first name: (B)(6).